Event description:
It was reported the patient has not used or charged her ipg in approximately 2 years. The patient is without stimulation. It was also reported the patient met with the physician and determined the ipg is inoperable. The patient will undergo surgical intervention at a future date as the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.